Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the site for this event. The customer technical specialist (cts) was told by the customer that the tubing was loose at the normally open fitting at pinch valve (lv18). The customer tightened the tubing to resolve the reported issues. The customer also stated that the instrument was generating hemoglobin (hgb) vote outs during start up. The customer replaced the hemoglobin (hgb) lamp to resolve the hemoglobin (hgb) results. The instrument was returned to normal operation. (B)(4).

Event description:
The customer reported the instrument generated 'vacuum' error and approximately 3 mls of clear fluid leaked inside the coulter ac·t diff 2 analyzer onto the counter top. The leak was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. The operator was wearing personal protective equipment (ppe) consisting of gloves, glasses and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or change to patient treatment attributed to this event.